Event description:
It was reported that during a da vinci si surgical procedure the tenaculum forceps instrument wires of the articulation of the instrument were broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the distal clevis hub. No damage was found on the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.